Manufacturer narrative:
The suction irrigator instrument has not been received for failure analysis evaluation. A review of the provided image was performed. The image showed a suction irrigator instrument with a detached distal tip. In addition, the suction and irrigation tubing has been cut off.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip of the suction irrigator instrument broke inside the patient, and they retrieved it at that time. The surgeon was using the irrigator to bluntly dissect. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a robot-assisted surgery using the da vinci xi platform, a surgical instrument was briefly inspected by staff before use and showed no issues at that time. While performing blunt dissection of the sigmoid colon from inflamed pelvic tissue, the instrument tip broke off. The surgeon attributes the breakage to the consistent, blunt use required for the particular tissue dissection. The issue arose 30¿60 minutes into the procedure. No functionality issues were noticed prior to the event, and there was no collision/impact with other instruments or hard materials that could have caused or contributed to the breakage. The instrument was removed many times during the procedure, but the instrument wrist was straight during removal. After the fragment fell inside the patient, the surgeon successfully retrieved it using robotic and laparoscopic instruments with the assistance of a certified surgical technician. All fragments were confirmed to be retrieved, and no additional surgical procedures or post-operative imaging were performed. The procedure was completed robotically, and there were no complications to the patient. The patient has not required further hospital visits related to this incident. Photographic or video documentation of the device was available for review.